Manufacturer narrative:
"Device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be deleted. Corrections.additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the device was returned disassembled, however only the plates and poly core were returned so reassembly was not possible without the peek cartridge. The poly core has damage to it likely from removal. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. The damage to the poly core may have happened during the removal process. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a mobi-c implant was inserted into the disc space but didn¿t sit right and disassembled. The doctor removed the implant and replaced it with another corresponding size. There was no reported patient impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c implant was inserted into the disc space but didn¿t sit right and disassembled. The doctor removed the implant and replaced it with another corresponding size. There was no reported patient impact.